Event description:
It was reported that the patient¿s blood glucose reached 170 mg/dl. The needle mechanism had partially deployed before the pod was able to be used. Reportedly when filling the pod with insulin an alarm started. No impact to the patient's glucose level was reported. The pod was no worn and it was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Retrieving data. Wait a few seconds and try to cut or copy again. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.